Manufacturer narrative:
One 9x30 mm biorci-ha screw was returned for evaluation. Visual assessment of the screw confirmed the reported breakage. Approximately 3mm of the distal threads have broken off and were not returned for examination. Dimensional assessment of the screws major diameter and wall thickness was performed and found to meet print specification. Based on the clinical details provided a root cause cannot be determined. No root cause related to the manufacturing process can be established.

Manufacturer narrative:
Examination was not possible, as the device has not been returned. The investigation could not draw any conclusions about the reported event without the return of the device.

Event description:
It was reported that the bolt broke at the beginning of the tunnel. All parts were removed from the patient. No patient injury involved.